Event description:
It was reported that a patient had neurologic claudication with increasing symptoms for about four years and had an x-stop procedure at levels l3/l4 and l4/l5 on (B) (6) 2008 as part of a post-marketing study. The patient experienced initial relief following the x-stop procedure and then developed recurrence and progression of symptoms. The patient has had three lumbar epidurals with temporary and partial relief. Radiographs showed the x-stop implants remain in place. A CT myelogram showed a probable fracture of the spinous process with residual moderate stenosis at l3-4 and 4-5, and mild to moderate stenosis at l2-3. The pt also has a severe degenerative disk at l1-2. Decompressive laminectomies were performed at l2-3, 3-4 and 4-5 with removal of the x-stop devices at l3-4 and 4-5. The patient's status after the procedures was reported to be stable.

Manufacturer narrative:
Additional catalog number: 1-3214. Additional lot number: 2081451. Method - device not returned for evaluation; follow up with company representative. Expiration date for lot # 2081451 = 10/31/2009. Manufacture date for lot # 2081451 = 10/2007.